Manufacturer narrative:
(B)(4). Batch #: u9540k. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per the event description, it¿s stated: ¿the device has either failed or blades have come off during use.¿ did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated and fell off inside the patient due this issue? If yes, they were completely removed from the patient without additional intervention? Can you please explain how the device failed? Did the generator display any error messages? And if so, what were they? Did the device pass the pre-test? Had the device been working and then stopped?

Event description:
It was reported that during an unknown procedure, the device has either failed or blades have come off during use. It is unknown if there were any patient consequences. No further information is available.